Manufacturer narrative:
The device was returned for evaluation. Visual inspection determined kinks on balloon shaft distal to strain relief and guidewire shaft approximately 5¿ from distal nose tip which are likely due to packaging, gouges on flex tip and the I/c (inflation balloon/crimp balloon) bond is intact. Functional testing was performed on gross valve alignment, fine adjustment, and flex adjustment of the device without a valve. The balloon shaft was able to be pulled to the warning marker without any noted resistance. The device was then locked and full fine adjustment was completed without issue. Full use of flex adjustment was also performed without issue. Next, a sample valve was crimped on the delivery system. Gross valve alignment, fine adjustment, and flex adjustment were all able to be completed without difficulty. The balloon inflated both distal and proximal to the valve and the valve remained on the working length of the balloon throughout inflation. There were no abnormalities noted during functional testing with and without a valve. Dimensional analysis was performed. The marker band locations were measured on the returned complaint device to ensure the valve was aligned to the correct location on the delivery system and met specifications. In addition, measurements of the guidewire shaft of the returned device met drawing specifications. A device history review was performed and the work orders did not reveal any issues that could have contributed to this complaint. A review of the lot history revealed no similar complaints for delivery system valve movement on balloon. A review of the complaint history reveals that the occurrence rates did not exceed the september 2016 control limits for the trend category of ¿fine adjust difficulty¿ for the commander delivery system. No instructions for use or training deficiencies were identified. During manufacturing, each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows. The balloon is inspected by manufacturing for the following: the balloon size is inspected before the pleating and folding process, after pleating and folding is completed, the balloon is visually inspected and the device undergoes 100% final inspection by manufacturing and quality for functional inspection. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, the device balloon shafts are pulled from default position to valve alignment position as part of the fine adjustment verification test to ensure valve alignment position can be achieved. These inspections make it unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿delivery system ¿ valve movement on balloon¿ and ¿handle ¿ fine adjust difficulty¿ was not confirmed based on the functional testing of the returned device during engineering evaluation. No imagery was available for review at this time. No manufacturing non-conformances were identified in the returned device that could have contributed to the reported displacement of the valve during the retraction of the flex catheter. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported complaint. Although an exact root cause was unable to be determined, it is possible that patient and/or procedural factors contributed to the reported event. Patient factors such as tortuosity can contribute to difficulty in fine adjust as the valve alignment may have been performed in a bent section of the aorta, contrary to IFU instructions to perform valve alignment in a straight section of the aorta. Patient/procedural information regarding this was not provided, but performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). This can cause resistance while performing valve alignment and/or fine adjustment and is evidenced by the gouging on the flex tip surface. Additionally, a study demonstrated that performing valve alignment in a curvature or non-straight section can increase the possibility of diving, and thus increase valve alignment forces. Possible procedural factors which can contribute to the reported event include: ¿ residual fluid left in the inflation balloon or a change in the balloon shape (unpleated profile occurring due to inflating more than 20-30% during prep) after de-airing, can contribute significantly to difficulty in alignment process. (Excess fluid remaining in the balloon and balloon shape could lead to enlarge balloon profile, potentially increasing the alignment/fine adjust force. ¿ incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in observing the valve being not properly aligned once changing views to visualize the native annulus. Nonperpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. ¿ balloon shaft not fully locked after valve alignment/fine adjust during navigation and crossing of the catheter to aortic root based on available information, patient and/or procedural factors such as those listed above may have contributed to the reported complaint. The complaint of valve movement on balloon and fine adjust difficulty was not confirmed and no manufacturing non-conformities were identified in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the september 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is ongoing.

Event description:
As reported, during the implant of a 23mm sapien 3 valve, by tf approach in aortic position, every time the pusher was being retracted back, the crimped valve moved. The valve was under deployed and another valve was deployed.